Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf impact code f2301 captures the reportable event of retrieval of the detached bolster using a grasping forceps. Imdrf device code a0501 captures the reportable event of bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during percutaneous endoscopic gastrostomy (peg) tube placement procedure. The exact procedure date was unknown. During removal for security replacement, the bolster part of the device was detached into the patient's stomach. The detached part was successfully retrieved using a grasping forceps. A replacement device was successfully placed and completed the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during percutaneous endoscopic gastrostomy (peg) tube placement procedure. The exact procedure date was unknown. During removal for security replacement, the bolster part of the device was detached into the patient's stomach. The detached part was successfully retrieved using a grasping forceps. A replacement device was successfully placed and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf impact code f2301 captures the reportable event of retrieval of the detached bolster using a grasping forceps. Imdrf device code a0501 captures the reportable event of bolster detached. Block h11: the returned endovive securi-t replacement bolster was analyzed. During the media analysis it was seen that the device bolster was detached, and the device returned was consistent with the bolster detached, the device had signs that it was attached. With all available information, boston scientific concludes the reported event of bolster detached was confirmed during the product investigation. Based on the condition of the returned device, this problem mode might have to do with the technique used by the physician or the way the device is being handled when trying to replace the securi-t device. The device had markings at the end of the tube that suggest that the tube was attached to the bolster. Perhaps the way it was being taken out of the patient made this part to get detached on the procedure. Therefore, the most probable root cause is adverse event related to procedure.